Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was fully clip deployed and the deployed clip was not returned. There was no detected evidence to suggest an attempt was made to activate either the safety release button or the access port removal mechanism as all deployable components were still in their clip deployed positions. Additionally, the safety release is inaccessible and inoperative once the device has been clip deployed which contradicts the reported complaint that the safety release button was utilized to facilitate device removal. Post clip deployment only the access port removal feature is functional. There was no detected internal or external damage to suggest a device malfunction or deficiency or a stuck/difficult to remove device condition. An attempt was made to test the devices deployment functions to check for possible anomalies; however, dried blood within the device prevented the devices resetting and redeployment. No other device observations were noted. The reported use of the device in a moderately calcified common femoral artery is off-label use per the starclose se device instructions for use (IFU), and likely contributed to the reported event. It was also reported the patient suffered from peripheral vascular disease (pvd). The pvd may have also contributed to the complaint, but it could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Based on a review of all the previously reported incidents there is no similar case(s). There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, after clip deployment, resistance was encountered while removing the device from the anatomy. As per the instructions for use, the safety release mechanism was successfully used to remove the device. Hemostasis was achieved by the clip. There was no reported adverse patient sequela. Though requested, additional information was not provided.